Event description:
It was reported to philips that the high voltage capacitor has a fault. There was no patient involvement.

Manufacturer narrative:
The customer worked with the technical support representative. The device has a high voltage capacitor fault. The capacitor needs to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the high voltage capacitor, the replacement for which was ordered to the customer. The customer to install high voltage capacitor. The device remains at the customer site and no further evaluation is warranted at this time.